Manufacturer narrative:
(B)(4). During baxter's eval, the unauthorized repairs to the device were confirmed. Eval found that unit #800094 possessed components not original to the device. Review of the device history records show that the device mechanism and upstream sensor do not match the lot/serial number specific to each component for this device. This is an indication that the mechanism are not original to the device and were installed outside the factory, an operation that is not permitted. These unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited". The device was removed from service.

Event description:
During baxter's eval it was found that a spectrum pump evidence of unauthorized repairs. There was no pt involvement.